Manufacturer narrative:
(B)(4). Customer¿s meter has been returned to the lab and product testing did not confirm the readings complaint. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 500 mg/dl, 440 mg/dl, 255 mg/dl, 131 mg/dl and 132 mg/dl within 10 min. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the ¿c¿ zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.